Manufacturer narrative:
Pump was received with motor error alarm during occlusion test and unable to prime at during prime test due to faulty force system sensor. Motor passed motor test. Unable to finish occlusion test due to motor error alarm. Unit had cracked case at display window corner, minor scratched lcd window and cracked reservoir tube lip.

Event description:
The customer reported via phone call that the insulin pump alarmed motor error. Customer's blood glucose was unknown at the time of incident, although the customer indicated it was high. Troubleshooting found that the pump had multiple alarms in the pump history. Customer was advised to discontinue use of the device and revert to a back-up plan per their doctor's instruction. The customer was also advised that the device would be replaced and agreed to return the product for analysis.